Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level was 526 mg/dl at the time of the incident. Customer stated that insulin pump did not beeped during no delivery alarm. Insulin pump beeped during the tone test. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.